Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they had blood at site. The customer states they notice no needle in the sensor. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was unable to be conducted due to customer having hung up.